Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer was able to resume insulin with original cartridge. Customer will continue to use current pump for insulin therapy.